Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported required intervention and hypoglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
A patient reports while eating at a restaurant they had delivered a bolus of 5.3 units of insulin due to their blood glucose level being over 250 mg/dl. The patient reports 1.5 hours after the bolus their blood glucose level had dropped to below 40 mg/dl. The patient reports they had been vomiting. The patient reports they had tried to drink orange juice and consume glucose tablets. The paramedics were called to the restaurant to assist the customer. Upon arrival of the paramedics the patients pod was deactivated. The patient was treated with intravenous fluids and glucagon. The paramedics were with the patient in the ambulance for 1.5 hours. The patient did not go to the hospital.